Manufacturer narrative:
D4 - model #: corrected. D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a damaged remote dose connector. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Remote dose test was performed, and it was noted that the pump failed the test. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a damaged pin of the remote dose connector pin, and it was unable to be recognized.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dose and down buttons were not working. The device was not sensing that the dose was present. The event occurred during use. There was a patient involvement, but no harm.